Event description:
A site reported to rxsight that a patient was implanted with a light adjustable lens (lal, sn (B)(6), +22.0d) in the left eye on (B)(6) 2023. The patient completed two light adjustments on (B)(6) 2024 and did not return for lock-in light treatments. Approximately 30 months after implantation, the patient returned to clinic complaining of blurry vision. On (B)(6) 2026 the physician noted iol surface changes consistent with polymerization. The lal was subsequently explanted on (B)(6) 2026 and a new lal+ (sn (B)(6), +23.5d) was implanted as a replacement.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).